Manufacturer narrative:
Com-(B)(4).

Event description:
Subsequent to the initial MDR, additional information is available: the device was visually inspected and no defect was found. Voltage testing was performed and passed. A pairing test was performed with a known good transmitter and passed. Functional testing was performed and there was no failure detected related to the complaint. A bin file analysis was performed and errors were found. A probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. No data was provided for evaluation. Confirmation of the issue was undetermined. The probable cause could not be determined. No additional event or patient information is available.